Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  she charged the phone up to 100% last time she had it on which was probably three weeks ago when she went to see the doctor. She said, she completely turned the handset off. Today the handset wouldn't turn on. When she plugged it in it showed a battery and no percentage. Since being plugged in it went up to 21%. She tried to get into the handset today and got message internal data has been lost contact your clinician. She has been feeling pain at night for the last couple weeks. The patient was redirected to their healthcare provider to further address the issue.